Event description:
This is a spontaneous report by a nurse from the USA of break in technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date in 2010, an unspecified break in aseptic technique occurred. On (B)(6) 2010, the patient was hospitalized and diagnosed with peritonitis. It was unreported whether treatment was provided. On (B)(6) 2010, the patient was discharged from the hospital. The patient was considered recovered from the peritonitis on an unreported date in 2010. It was not reported whether the patient was retrained in aseptic technique. It was not reported whether pd therapy continued.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for potentially associated lots (gd875575 and gd873927), with no issues noted during the manufacturing process. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.